Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced damaged or open unit packaging/seal where sterility was compromised. The following information was provided by the initial reporter: syringe luer lock 50ml with partial paper blister pack preventing sterile occlusive closure of the device.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-15. H6: investigation summary: one sample was returned to our quality team for investigation. Through visual inspection, an extra piece of paper was observed in the blister, preventing the package from being properly sealed. During the packaging process, when one paper coil ends, the new coils is overlapped with the ending roll, discarding the overlapping portions. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. As the lot involved in this incident is unknown, a device history review cannot be performed. While we could not identify a direct issue, this incident was related to the process of replacing the paper roll, this portion of the paper not being properly scrapped.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced damaged or open unit packaging/seal where sterility was compromised. The following information was provided by the initial reporter: syringe luer lock 50ml with partial paper blister pack preventing sterile occlusive closure of the device.